Event description:
Revision due to patient pain and instability due to a subluxed patella and the cause is unknown. At about 6 months post primary, the surgeon upsized the poly and medialized the patella to give the patient more stability. The surgery was completed successfully.

Manufacturer narrative:
Batch reviews performed on 28 august 2025: gmk-sphere 02.12.e0411fl gmk-sphere tibial insert e-cross - flex 4l - 11mm (k202022) lot 2412100: 49 items manufactured and released on 02-july-2024. Expiration date: 2029-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e002rp gmk-sphere resurfacing patella e-cross - s2 (k202022) lot 2406162: (B)(4) items manufactured and released on 06-may-2024. Expiration date: 2029-04-16. No anomalies found related to the problem. To date, 113 items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.